Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, he noticed the customer had taped padding over the speaker. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Upon follow-up with the customer, it was determined that they covered the speaker with tape due to the loudness. The fsr advised the customer on the problem of covering the speaker on the perfusion system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.